Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of an ophthalmic forceps became unable to open and close after insertion into the patient's eye during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.